Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported difficult grasping was due to patient anatomy. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 isolated tricuspid regurgitation (tr), long leaflets, and septal restriction for an off-label mitraclip procedure on the tricuspid valve. A mitraclip had difficulty grasping the septal leaflet due to septal restriction. The clip was repositioned centrally on the valve and a color reduction was noted on the echocardiogram. Color was noted on the septal side of the grasp, and intracardiac echocardiography (ice) confirmed a defect of the septal leaflet. The grasp was optimized, and the clip was deployed. The clip was stable on the leaflets, but the leaflets were long and there was movement of the clip. A second clip was placed to further reduce the tr grade 2+. There were no adverse patient effects or clinically significant delay. Per the physician, the septal leaflet defect may have been pre-existing, but this cannot be confirmed. During follow-up echocardiography there was no evidence of leaflet damage.